Event description:
It was reported that the patient was hooked up to the pump right before discharge and there was a crack in the chemotherapy line. The pump did not alert; there was a pretty big leak and also the pump got pretty wet. The site never got any error messages, and it was still working but they thought it was best to switch to a different pump before sending the patient out. The tubing was primed with bag containing the drug under sterile compounding preparation. The event occurred while in use with a patient, and the patient was medically affected but it was unclear how much volume the patient missed. There were unknown signs or symptoms experienced as a result of this event.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Device was not returned for analysis of complaint that there was a crack in the chemo line, a pretty big leak and also the pump got pretty wet. No event history log provided. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation.